Event description:
It was reported that after a nurse had inserted a bd nexiva IV catheter, the patient complained of pain as the nurse flushed the IV line. The IV was then removed and while doing so the catheter broke off and remained in the patient's vein. The patient was ten taken into surgery to remove the retained broken IV catheter.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).